Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges the crossbrace underneath her fathers chair broke at the weld causing the chair to collapse and her father to fall. MDR filed.